Event description:
Customer called stating that the nurses got an alarm and no water. Observed smoke coming from the machine.

Manufacturer narrative:
The case states that a solenoid valve failed. This resulted in the cwp emitting smoke from the cabinet and the unit shut down. The cwp has been repaired by user personnel. Mar cor has requested additional information to determine which solenoid valve had the issue. There were no reports of fire - just smoke. There were no reports of patient injury as a result of the smoke and/or machine shut down. Mar cor will continue to monitor this complaint within the complaint system.

Manufacturer narrative:
Valve has been determined to be the inlet water solenoid valve.